Event description:
It was reported that atrial noise reversion was observed. All electrical measurements were normal. The noise could be reproduced. Patient will be monitored.

Manufacturer narrative:
(B)(4).